Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no backup battery. No patient involvement reported.

Manufacturer narrative:
Become aware date (B)(6) 2017. The field service engineer (fse) was able to duplicate the reported problem. The fse replaced the power management pcb to resolve this issue.